Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that during a procedure the patient experienced a thrombosis. During a left atrial appendage (laa) occlusion procedure a veracross transseptal access kit was selected for use as part of the procedure, along with a watchman trusteer double access system and a 24 mm watchman flx pro laa closure device with delivery system. Heparin was administered prior to sheath insertion. Following transseptal puncture, the initial activated clotting time (act) was 144 and was communicated to the physician. The procedure was paused, the act was rechecked, and an additional heparin bolus was administered. Due to concern for possible thrombus formation while a pigtail catheter was in use, the access system was removed and exchanged. Thrombus was identified only after removal of the sheath and withdrawal of the pigtail catheter outside the body. Once the act increased to 347, the procedure continued using new devices. The procedure was successfully completed with no further patient complications. It's unknown if the device will return for laboratory analysis.